Event description:
It was reported that during a lap assisted reversal of hartman's procedure, the anvil was placed in the proximal bowel; the device was placed in the rectum. The trocar was exposed and orange indicator visible. The anvil was connected to the device. The physician felt it click into place. Another physician went to tighten it down; the anvil released and popped off. They attempted it twice more with the same device and each time, the stapler was tightened, the anvil would pop off, even though they heard and felt it click onto the stapler before tightening. Due to manipulation and three attempts at stapling, the trocar tore the rectal tissue and a sealed anastomosis was not possible. The anastomosis was abandoned, the patient's abdomen was opened and a colostomy was performed. The physician tested the stapler afterwards and out of three attempts, only once did the anvil stat on the device when he went to tighten it down. Twice it popped off, just as it had during the procedure. No obstructions or tissues were visualized by the physician on the device that may have affected its function. Additional information being requested.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties, and did not detach during functional testing. It should also be noted when attempting to reattach the detachable head or anvil, do no clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.